Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge authorized dealer field service engineer (fse) was dispatched to investigate. The dealer engineer disassembled the iabp unit and found no blood but did notice water droplets in the blood detection glass tube, along with water droplets in the pipeline in the safety disk. The dealer engineer then drained the unit and confirmed that the equipment was operating normally. The fse performed functional and safety checks to meet factory specifications.

Event description:
It was reported that during a routine inspection the cs300 intra-aortic balloon pump (iabp) had a blood detection alarm. There was no patient involvement and no adverse event was reported.